Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low, as well as it displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the external flow module (efm) and the bellows seal to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues was the efm and bellows seal, which had caused a leak.

Event description:
An authorized service provider (asp) contacted ventec to report that the exhaled tidal volume (vte) levels were low and the device was displaying a patient circuit disconnect alarm. There were no reports of patient use associated with the reported issue.